Event description:
Initial info rec'd from a nurse practitioner (np) via sales rep, on 01/09/07 and additional info was rec'd from the np on 01/10/08 (processed together): a male pt, with a history of diabetes and one episode of seizure (prior to hyalgan), rec'd treatment with hyaluronate sodium (hyalgan) injection in 2008 and experienced "increase seizure activity" . The pt was found by his caregiver who believes the pt experienced a seizure at home in the evening (date unspecified). The pt's family informed the np about the incident because they were concerned that hyaluronate may have caused his seizure. However, the np does not attribute the pt's incident to hyaluronate. The np further believes that the incident was due to his underlying health conditions, and that the seizure may have been caused by hypoglycemia. No further details available. Additional info for [hyaluronate sodium] from product technical complaint report. Investigation ongoing. Conclusion: pending. Corrective treatment: unknown.